Manufacturer narrative:
(B)(4).

Event description:
The customer reported experiencing reboot issues involving admit/discharge/transfer operations at the information center ix product and described inaccurate patient demographic data as a result of this issue. The issue began after (B)(6) 2018. There was no patient incident.